Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As received, the ipg was non-functional. The unit was cut open for further analysis. The ipg had to be powered with an external power source as the battery was depleted. The ipg was then auto tested and failed only the can anode test, which is attributed to the can being cut open. The ipg battery was removed and measured 0.0044v. The cause of the alleged complaint could not be confirmed. Patient programs were requested but not received. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the thirty-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of the re-evaluation of our complaint process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported that the patient complained of ineffective stimulation coverage, and she wanted an MRI. The physician explanted the patient's system on (B)(6) 2010. No further patient complications were reported.